Manufacturer narrative:
The initial MDR 2432235-2016-00307 was filed on (B)(6), 2016. Additional information was received on 07/06/2016. The customer has not experienced additional discordant results after the instrument was serviced. A siemens headquarters support center (hsc) specialist concluded the discordant result could not be verified as a hardware issue. The cause of the discordant, false negative total human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported smoke and a burning smell emitting from their advia centaur xp instrument. There were no reports of smoke inhalation or irritation. There were no delays to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.